Event description:
The customer reports the 9800 system has joystick issues, the left monitor changes brightness and the pt info from one study is going into other studies. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The engineer could not duplicate or identify the reported issue; however, performed a successful format of the workstation hard drive. The system was tested and operated as intended.